Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nk1104t - corehip extended std c'less 12/14 sz.4. According to the complaint description, a femoral fracture occurred when inserting the implant during surgery. The fracture was fixed with wiring. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - serious injury (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. This adverse event is filed under aesculap ag reference no. (B)(4) (aesculap ag reference no. (B)(4)). Involved component: nt1164r/ corehip extended system rasp size 4 (aesculap ag reference no. (B)(4))

Event description:
Involved component: nt1164r/ corehip extended system rasp size 4 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and the event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the current information and without detailed information about the implantation procedure as well as patient bone situation; and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.